Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced inappropriate high voltage therapy and antitachycardia pacing and presented to the emergency room. Upon device interrogation, the implantable cardioverter defibrillator exhibited inappropriate programming. The device was reprogrammed and the patient was discharged in stable condition.